Manufacturer narrative:
At the visit on site, the fse (field service engineer) changed the processor and the ir-illumination. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Log file review shows that user was always able to achieve tracking again so there is no technical defect detectable and no negative impact on the treatments. The safety system identified the missing pupil detection and interrupted the treatment. The root cause could not be identified conclusively. (B)(4).

Manufacturer narrative:
No tracking problems could be reproduced and no defect or other deviation could be identified during testing. The illumination was functional and could be adjusted without issue. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported pupil tracking issues during surgery. Patient outcome is unknown. Additional information has been requested but not received. This is one of two medical device reports being filed for the same facility and device.